Event description:
The procedure was coil embolization assisted with the enterprise vrd stent (enc452812/01424296) for the aneurysm in right (ic-pc) internal carotid-posterior communicating artery with a vessel that was not calcified and moderately tortuous. The access site was right femoral artery. The enterprise was delivered to the target lesion and attempt was made to deploy the stent. As the delivery system slid down to the proximal vessel when about half of the stent was deployed, the stent was recaptured. The physician stated that the vessel was heavily tortuous and unusual resistance/friction was noted during recapturing. After the position was adjusted, the stent was deployed again. However, only 2 (out of 4) markers were seen on the stent distal end during deployment. When observed from different angle, still only 2 markers were seen. Eventually the device was withdrawn for safety. The procedure was completed successfully using another similar product. Currently the patient is in stable condition.

Manufacturer narrative:
The microcatheter utilized for vrd delivery was a prowler select plus (catalog/lot# unk), and for coiling a sl10 (boston scientific) microcatheter. After the second time the enterprise was recapture and removed from the patient, the same microcatheter was utilized to complete the procedure. A constant and dedicated saline source was utilized at all times. During the first attempt to deploy the stent, the microcatheter was withdrawn to expose the stent. Other than the reported event, no other damages were noticed on the distal tip (unraveled, stretched, fracture, separated, kink, bend, etc), stent (strut uplift, kink, bend, fracture separated, etc), delivery system, and the stent was completely recapture in the introducer. No further information was available. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The procedure was coil embolization assisted with the enterprise vrd stent ((B)(4)) for a right ((B)(4)) internal carotid-posterior communicating artery. The enterprise was delivered to the target lesion and attempt was made to deploy the stent. As the delivery system slid down to the proximal vessel when about half of the stent was deployed, the stent was recaptured. The physician stated that the vessel was heavily tortuous and unusual resistance/friction was noted during recapturing. After the position was adjusted, the stent was deployed again. However, only 2 (out of 4) markers were seen on the stent distal end during deployment. When observed from different angle, still only 2 markers were seen. Eventually the device was withdrawn for safety. The procedure was completed successfully using another similar product. Currently the patient is in stable condition. The access site was right femoral artery. The microcatheter utilized for vrd delivery was a prowler select plus (catalog/lot# unk), and for coiling a sl10 (boston scientific) microcatheter. After the second time the enterprise was recapture and removed from the patient, the same microcatheter was utilized to complete the procedure. A constant and dedicated saline source was utilized at all times. During the first attempt to deploy the stent, the microcatheter was withdrawn to expose the stent. Other than the reported event, no other damages were noticed on the distal tip (unraveled, stretched, fracture, separated, kink, bend, etc), stent (strut uplift, kink, bend, fracture separated, etc), delivery system, and the stent was completely recapture in the introducer. No further information was available. One non-sterile enterprise vrd and delivery system was received coiled inside a plastic bag, only the delivery wire and the stent were received, the delivery wire was visually inspected and presented no anomalies, the stent was fully deployed and presented no visual anomalies. Stent and coil tip of the delivery wire were observed under the microscope and no anomalies were found. Functional analysis was performed as per procedure. Since the involved introducer was not received, a lab sample test was used. After everything was prepared the delivery wire advanced through the introducer tube without resistance/friction. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01424296. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The reported intraprocedural difficulties could not be confirmed with analysis of the returned device since the stent was received fully deployed. However, there were no damages or abnormalities on the returned stent which was completed expanded and there were no abnormalities with the returned delivery wire or with the functional testing that was able to be done. Based on the received information, it appears that vessel characteristics contributed to the deployment difficulties, possible incomplete expansion prior to deployment and recapture difficulties. With review of the analysis and the device history records there is no indication of any manufacturing issues related to the events. Therefore, no corrective actions will be taken.